Event description:
It was reported that the bed had no motor functions. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
Set screw out of adjustment. Screw readjusted.